Event description:
It was reported that the device had repeated downstream occlusions, when delivering. Event occurred during infusion. There was unknown patient harm or adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The cause of the customer reported problem was the downstream occlusion (dso) pressure was too low at 8.8 pounds per square inch (psi). Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative calibrated the dso/upstream occlusion (uso) sensors, and the pump passed all functional tests and performed as intended after repair.